Event description:
The pt reported that at 3:25 pm on the day of event in 2009, her blood glucose measured 108 mg/dl. At 4:00 pm, she ate and bolused 1.5 units of insulin through the infusion device. At 8:25 pm, her blood glucose measured 414 mg/dl and she found an air bubble in the infusion tubing. She removed the infusion site and bolused, and no insulin dripped from the end of the cannula. She bolused again and no insulin dripped from the end of the cannula. She injected insulin via syringe and switched to her backup infusion device. Her normal blood glucose level is 100 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.